Manufacturer narrative:
The ivnestigation for the hemolysis and hematuria has been completed. There was no product or data logs returned. Without additional clinical details, the cause of hemolysis/mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review. The cause of the hematuria was not determined due to insufficient clinical details.

Event description:
It was reported that a patient implanted with an impella cp experienced hematuria and hemolysis. The pump was confirmed to be in a good position. The patient was in stable condition.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.